Manufacturer narrative:
Technician found that the bed controls were not working as the signal cable was damaged and wires were exposed. Replaced the signal cable to resolve this issue.

Event description:
Complainant alleged that the bed controls were not working.